Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Visual and tactile analysis noticed 3 separations on the catheter shaft at 16cm, 26cm, and 46.5cm from the strain relief, and 3 kinks at 40cm, 56.5cm and 63cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-09199 and 2134265-2015-09200. It was reported that a shaft break occurred. The physician selected a fetch®2 thrombectomy catheter for use during an acute myocardial infarction intervention; however prior to entering the patient, the catheter shaft "cracked and crumpled" into pieces. The same issue occurred with two additional fetch®2 catheters. The procedure was successfully completed with another of the same device. No patient complications were reported.